Manufacturer narrative:
The IFU contains directions for the proper application of the device and steps to take to be sure the device is not on too tightly in order to minimize the risk of pressure injuries. The potential lack of training on the proper use of this device being the cause or contributor to this event cannot be ruled out.

Event description:
It was reported that the hospital applied anchorfast guard and left the device in place for 5 days. On the third day a wound appeared on the tongue and on the fifth day a deep tissue injury was observed on both cheeks. The hospital staff that applied the device was noted to be inexperienced and as such the hospital indicated the device was applied with too much pressure on the skin. The patient was also diabetic. The hospital acknowledged the error in application and in-service training has been provided.